Event description:
Within the first ten to fifteen minutes of a dialysis treatment, the dialysis machine generated "blood in dialysate" alarms. Dialysate was tested with a hemastick strip at the drain line, and it was positive all three times. Three treatments were ended and the blood in the extracorporeal circuits was not returned to the patient. The patient sustained a blood loss of approximately 657 ml, the patient was hypotensive after the third blood loss event and received approximately 500 ml of saline. His blood pressure increased and he was discharged home.

Manufacturer narrative:
This investigation is ongoing, the manufacturer is awaiting the return of used and unused product from the customer.